Manufacturer narrative:
Concomitant medical products: 8637-20, pump, implanted: (B)(6) 2012, 8709sc, catheter, implanted: (B)(6) 2012. 3776-60, lead, implanted: (B)(6) 2009, 37711, ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals were noted on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.